Manufacturer narrative:
The malfunction was duplicated and attributed to extreme liquid damage on the internal boards. Liquid ingress was established as the source of the damages. Due to the damages the device is unrepairable. The device was returned to the customer label "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.